Event description:
The customer stated that her meter readings had been lower than usual. While troubleshooting, she performed control tests and rec'd results of 31 mg/dl and "lo". The normal control range is 87-120 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.